Event description:
A customer reported that a metallic debris was observed inside a pt¿s eye during a procedure. The debris is now on the pt¿s iris. There is no known impact or consequence for the pt at this time. Add¿l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).